Event description:
It was reported that during device interrogation it was found inappropriate therapies due to right ventricular (rv) lead oversensing noise. Lead fracture was suspected but not confirmed. Implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing and reached charge time limit. Deactivating the device at the physician's request and then both rv lead and device were explanted and replaced without difficulty. The patient is in stable condition.